Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) int411, (osseotitel tapered certainl implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, implant had signs of use. The implant had debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2022071460. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022071460 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: nerve damage and dental: medical: infection. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It is reported that the pt comes into the clinic reporting pain in the implant placed at tooth site #16 due to an infection and nerve damage. Additional appointment required: not indicated. Symptoms as a result of the event: pain.